Manufacturer narrative:
The biomedical engineer troubleshooting the issue with ge healthcare technical support. It was recommended to follow technical reference manual 7.7 troubleshooting the display and flowchart 8. Also confirm power supply and pcb voltages are in range with new batteries to obtain logs from display . Summarized the need to establish what their case settings were and use those to functionally test the system in a simulated case first. No further information is available regarding the resolution of the reported issue. No patient information available after three attempts. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that during a case, the display went blank and the unit rebooted on its own resulting in the loss of mechanical ventilation. There was no report of patient injury.